Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, the patient implanted with this pacemaker reported experiencing shortness of breath while exercising at the gym. The physician performed a stress test and it was observed that the patient's heart rate did not increase throughout the duration of the test. Additionally, noise was observed on both channels and lead insulation damage was suspected. Boston scientific technical services (ts) reviewed data from the implanted system and confirmed that the heart rate was not increasing during the stress test due to noise oversensing impacting the function of the rate response sensor. Episodes of oversensed noise were also reviewed and pacing inhibition with periods of asystole greater than two seconds in duration were observed. Additionally, spikes in both the right atrial (ra) and the right ventricular (rv) pacing impedances to high out of range values were observed. Troubleshooting recommendations were provided. This pacemaker, the ra, and the rv leads remain in service at this time. No adverse patient effects were reported.